Event description:
It was reported that the device was in use with patient for infusion of medication for treatment of secondary arterial hypertension. The reporter stated the device leaked and the infusion set had to be replaced. No adverse effects to patient reported.